Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified mid right coronary artery (rca). An opticross hd imaging catheter was advanced to perform intravascular ultrasound (ivus) examination of the target lesion. During the procedure, multiple attempts were made to remove air, but the issue did not improve and the image remained dark. The procedure was completed using another device of the same model. No patient complications were reported.